Manufacturer narrative:
After further review of additional information received the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Concomitant device(s): 300-01-11 - equinoxe, humeral stem primary, press fit 11mm: (B)(6). 315-35-00 - glnd kwire: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm: (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: (B)(6). 320-31-36 - glenosphere, 36mm: (B)(6). 320-35-01 - small glenoid plate: (B)(6). 320-36-00 - 36mm humeral liner +0 unconstrained: (B)(6). 321-20-00 - equinoxe reverse shoulder drill kit: (B)(6).

Event description:
Approximately 1 year(s), 6 month(s) and 8 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced a dislocation. Patient has reported several episodes of instability, "felt shoulder came out". Had recent back surgery and when utilizing walker felt shoulder has been out for a week. The patient was relocated before revision surgery and then underwent a standard reverse revision, and the outcome of this event is considered resolved. The clinical report indicates that this event is possibly related to the device(s) and definitely related to the procedure.